Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices after a subclavian interventional procedure using a 7f sheath. Reportedly, no suture was present when the plunger of the first prostyle device was removed. A cuff miss occurred. The same issue occurred with the second prostyle device. A third prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.